Event description:
It was reported initial right total knee arthroplasty on unknown date. Subsequently, patient had an aspiration due to crepitus. One month post aspiration had a knee arthroscopy with synovectomy due to pain.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products & mdrs: 42560613513 stem extension 6mm offset splined uncemented 13mm dia +135mm lot# 64783534. MDR: 0001822565-2022-03305. 42542006402 tibia fixed cemented right size c lot# 64320247. MDR: 0001822565-2022-03306. 42522800414 articular surface fixed bearing constrained condylar knee rt 14 mm lot# 64202796. MDR: 0001822565-2022-03307. 42560313514 stem extension 3mm offset splined uncemented 14mm dia +135mm lot# 64769898. MDR: 0001822565-2022-03308. 42555803205 tibial augment cemented half block rt lateral size cd 5mm lot# 64453271. MDR: 0001822565-2022-03309. 42555803405 tibial augment cemented half block right medial size cd 5mm lot# 64353978. MDR: 0001822565-2022-03310.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   H6-component code- suggested code: (g04) mechanical- femur. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Review of complaint history found no additional related issues for the reported part and lot combination(s). Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: pain was reported, taking nsaids for pain, physical therapy tolerated, knee aspirations were performed. The complaint of pain and noise could not be confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.